Event description:
The customer returned the inner sheath for a reported ¿tip breakage¿. The reported problem was found at an unknown event; however, it was reported the unspecified procedure was completed and the device was inspected prior to use. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
No further information regarding the event was provided by the customer. The device history records for the affected lot number was reviewed without showing any non-conformities or deviations regarding the described issue. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. A portion of the ceramic insulation at the distal tip of the device was found broken off. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The event can be prevented by following the instructions for use which state: "before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In case of an unknown location of the insulating insert¿s ceramic fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary." Olympus will continue to monitor field performance for this device.